Event description:
Procedure: lap nissen. According to the reporter: the needle broke in half, one stayed in the device. The second one device did not open and remained closed and the third one, the needle could not remain in the device. Uld the damage be described and how was it corrected or treated? Was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? Was the procedure extended due to the issue and if so for how long? Did any complications arise from extended or time? Were there any other complications relating to the issue, if so when did they occur and provide description of the incident (reoperation, infection, etc.)? Did any component of the device break off and if so was it within the patient's cavity? Was any device components not recovered from within the patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled?

Manufacturer narrative:
(B)(4). Ftr (B)(4) (device did not open) and (B)(4) (needle could not remain in device) were opened to capture the additional devices reported under ftr (B)(4) (needle broke).

Manufacturer narrative:
(B)(4).